Manufacturer narrative:
The t:slim g4 pump user guide states, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you."

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 240 mg/dl. Reportedly, the customer has no form of backup for insulin and declined follow-up with customer technical support to ensure backup therapy was obtained.